Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.010.523, lot # 9067764, release to warehouse date: january 20, 2015, manufacturer: bettlach. No ncr's were generated during production. Visual inspection: the driving cap/threaded (part # 03.010.523, lot # 9067764) was received at us customer quality (cq). The threaded distal tip broken off at the most proximal thread form. The broken off fragment was returned lodged in insert-handle radioluc fem recon nail (part # 03.033.001, lot # 4l67038). The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: drawing: -driving cap -dimensional tolerances. Specified dimension: groove ø shaft ø . Measured dimension: groove ø conforming shaft ø conforming. Measurement device: ca802. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed - connector for insertion handle (current)/k(manufactured). Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523, lot # 9067764). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 , during the procedure femurs were broken and a femoral recon nail system was used. The surgeon was plotting the implant down, hitting down the impactor and the impactor broke off inside the aiming arm. Second set of aiming arm was used just to finish and on the right side it happened again. This time back up system was used, so there are 2 broken aiming arms. It caused significant delay in the case. The first item that broke was the driving cap and the next item was the impactor, insertion handle. The lot number has been scratched off the knife and couldn't read it for now and the other insertion handle is different from the first one. The second piece on the right side that broke is insertion handle. Procedure was delayed for an unknown time. This report involves one (1) driving cap/threaded. This is report 7 of 7 for (B)(4).